Manufacturer narrative:
The unit had a blank display due to the battery tube connector not plugged in properly. The unit had a minor scratched display window and a cracked reservoir tube lip.

Event description:
The customer called in to report a blank display. The customer's blood glucose level was 160 mg/dl. The caller could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.